Event description:
Distributor received a user facility report which stated "patient developed multiple episodes of ventricular tachycardia over a period of 20 minutes. It appears that a automatic implantable cardioverter defibrilator (aicd) did not discharge in response to these arrythmias. Patient required external defibrillation. Rythm strips showed pacemaker response in between episodes of ventricular tachycardia. Patient did not respond to external defibrillation and expired. Interrogation of unit revealed one discharge. Relevant devices were two epicardial rte sensing leads ans two morphology sensing defibrillation leads.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.